Manufacturer narrative:
(B)(4). Additional information: the reported malfunction of a colleague infusion pump that experienced a blank screen was not confirmed and not reproduced. The root cause was not identified and there were no repairs made because the device was not sent in for service. Should additional information be received, a follow-up medwatch will be submitted. Correction: the pump was not sent in.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a blank screen. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. No additional information is available. The user interface module software version of this pump is currently unknown.